Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had a damaged downstream occlusion (dso)" was confirmed during visual inspection, the lens was also scratched. The probable cause was dso seal degradation. The dso seal and lens were replaced and the device software updated. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.